Event description:
It was reported that the pulse generator could not be interrogated and exhibited no output. The patients rate was around 30 beats per minute. The pulse generator was explanted and replaced. The patients condition was good after procedure.

Manufacturer narrative:
Analysis confirmed normal battery depletion.